Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value was not provided; cause of the bg level was unknown. The customer addressed their bg with a manual injection of insulin and continued to use the pump for insulin therapy.